Event description:
It was reported that when the carrier was removed, the silicone adhesive did not remain on the film and removed with the carrier from the film. The treatment was completed with the better part of the product. No patient harm. No delay was reported.

Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated, establishing a relationship between the event reported, visual inspection confirmed that silicone remained on the carrier, functional evaluation confirmed that the silicone remained on the carrier when dressing removed, root cause determined as raw material issue. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history file contains related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.